Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was cracked and unresponsive. Customer alleged the touchscreen may have become cracked due to ocean pressure from scuba diving with the pump. Customer's blood glucose was 299 mg/dl. Reportedly, the customer reverted to manual injections as alternate insulin therapy.